Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va13usg, implanted: (B)(6) 2016, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID 3389s-40, lot# va13usg, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional of a clinical study reported all other impedance on the left and right sides had been normal when tested intra-operatively. The connections were cleaned, screws were loosened and re-tightened. Contact 3 on the left had remained high. It was felt that further investigation would put functioning leads at risk. The system was left as it was with acknowledgement that contact 3 would be nonfunctional on the left side. Diagnostics had included surgical observation. The outcome was unresolved with no further action planned. This was related to the device or therapy, possibly related to the implant procedure; left subthalamic nucleus lead. The patient's indication for use is parkinson's dual and movement disorders.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that intra-op it was discovered that contact 3 on the left hemisphere was greater than 40,000 ohms and the caller inquired if an open circuit that was not used in programming would result in premature battery depletion. The caller stated everything else was normal and the physician did not desire to perform extra diagnostics and closed the patient with the intention of programming around contact 3. The caller stated that the patient's target was in the stn and contact 3 was generally not used in stn programming. No patient symptoms reported. Impedances were run and the following out-of-range (oor) impedances were reported at 3.0 ma: c/3, 0/3, 1/3, and 2/3 all greater than 40,000 ohms. The connections at the implantable neurostimulator (ins)/extension and extension/lead sites were checked and re-done and the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of a clinical study indicating that there was no interventions/action taken. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.